Manufacturer narrative:
A system explant was reported to abbott. The patient was experiencing pain at the pocket site. The system was explanted, and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had pain at their ipg pocket site. The wound had healed fully from the implant in march. In turn, the patient underwent surgical intervention wherein the scs system was explanted on (B)(6) 2020.